Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could smell insulin coming from the cartridge. Reportedly, there were no leaks coming from supplies. Customer's blood glucose level was 149 mg/dl.